Manufacturer narrative:
The initial/final report is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). Review of the most recent repair record determined the motor speeds were unstable, the control bar was out of position, the switch was stuck, the swivel was loose, the hinge gasket was damaged, and the reciprocating arm and needle bearing were worn. The motor, sleeve, control bar, reciprocating arm, needle bearing, swivel, poppet housing, poppet, hinges, screws, spring, and seals were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fault was identified with the device during inspection at a repair facility on an unknown date. During service evaluation, the device was not in use on a patient and the issue did not occur during surgery. The assessment identified multiple conditions, including unstable motor speeds. There was no patient involvement, and there were no consequences or impact to the patient. Diligence is complete.